Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the up arrow, ok and down arrow key emblems were worn but the keypad rubber was intact. Evaluation revealed that the contrast and down arrow keypad buttons were intermittently unresponsive and the up arrow and ok keys responded appropriately. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.